Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Additionally, the battery was depleting quickly. No additional information was provided by the customer. Reportedly, the customer declined troubleshooting.